Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check was performed with surgical technique and showed that the product combination was approved by zimmer. Review of reported event: it was reported that on (B)(6) 2014 (6 month follow-up) mmi radiographic findings indicate 1mm of glenoid radiolucency and moderate glenohumeral subluxation. At 12 month follow-up, mmi radiographic findings indicate an increase in glenoid radiolucency from 1mm to 3mm and increase in glenohumeral subluxation from moderate to severe. Review of provided x-rays: 3 preoperative x-rays, 3 x-rays of 6th postop. Week, 4 x-rays 6th postop. Month, and 4 x-rays of 12th postop. Month were provided. On all x-rays the correct positioning of the anatomical shoulder glenoid can be observed. The positioning of the sidus head and anchor seems to be anatomically correct. On the axillary x-rays some space between the head and bone can be seen. On the ap x-rays at 6 month follow-up and 12 month follow-up a radiolucency area is visible around the cemented pegs of the glenoid component. On the axillary x-rays of 6 month a glenohumeral subluxation toward anterior can be observed. This subluxation is more obvious in the x-ray of 12 month follow-up. Review of surgical reports: the surgical report dated (B)(6) 2014 was returned for evaluation. The surgical notes do not describe the deviations from the surgical technique. The notes of the follow-up visit dated (B)(6) 2015 was also returned. The visits report good outcome and no major concerns. Review of internal documents: the surgical techniques anatomical shoulder and sidus shoulder contains all information about the correct positioning of the glenoid, head and anchor. Possible causes for the reported event according to sap dfmea (anatomical shoulder): aseptic loosening -> due to wrong radii combination, normal use, overload, wrong positioning. Possible, as the x-rays show suboptimal positioning of the implants. The size of the implants seems to match the anatomy of the patient. Loosening -> due to wrong geometry of peg, wrong positioning, insufficient bone. Possible, as the x-rays show suboptimal positioning of the implants. The size of the implants seems to match the anatomy of the patient. Implant breakage, loss of function, pain -> due to aging of implant materials results in reduced material strength or capacity to perform intended function, possible, as the x-rays show some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. Possible causes for the reported event according to sap (sidus): subluxation due to incompatible gleno-humeral curvature due to failure of humeral head-glenoid interface. Possible, as the x-rays show glenohumeral subluxation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted an a.s. Glenoid m cemented on the left side on (B)(6) 2014. On august 26, 2014 mmi radiographic findings indicate 1mm of glenoid radiolucency and moderate glenohumeral subluxation. On (B)(6) 2015 mmi radiographic findings indicate an increase in glenoid radiolucency from 1mm to 3mm and increase in glenohumerral subluxation from moderate to severe. Currently, the patient is being monitored due to radiolucency.